Manufacturer narrative:
Product analysis: the valve was received in a brown 0.2% glutaraldehyde solution in an explant kit. The valve was received cut through one of the leaflets. Two sections of the valve were received for analysis. A remnant of an unknown hemashield graft remains attached to the outflow. There are no leaflets present except for a leaflet remnant on the inflow aspect of the larger section that appears to have been cut during explant. The reported cuspal tears cannot be determined due to the receipt condition of the valve. Extensive calcification suggests tissue deterioration in the leaflets prior to explant. Remnants of pannus are observed on the inflow of both valve sections. Radiography shows calcification in the valve aortic wall, all commissural areas and along the leaflet margin of attachment. Conclusion: the device history record for this valve was reviewed. There were no non-conformities noted in any of the records. This freestyle valve was explanted after being implanted for six years due to severe aortic regurgitation (both paravalvular and central reported) with a cuspal tear. Calcification and possible endocarditis were also noted. The valve was explanted and successfully replaced. The patient died two days later during a procedure to replace the patient's non-medtronic left ventricular assist device (lvad). The valve was returned for analysis. Because of the condition of the returned valve, limited analysis could be performed. There were no leaflets present except for a leaflet remnant. There was no evidence of endocarditis. Extensive calcification was found on all sections of the valve, which was confirmed by radiography. It appears that the cause of the severe aortic regurgitation was calcification. Calcification is a known adverse event and is listed in the IFU. It also warns that accelerated deterioration due to calcific degeneration of bioprosthesis may occur in: children, adolescents, or young adults. The patient¿s age at implant was (B)(6). It was reported that the cause of death was ventricular failure/cardiogenic shock and thrombosis of the ascending aorta. This was a long-term implant and calcification is considered a patient related event. A review of our quality database did not identify any trends regarding this issue. Medtronic will continue to monitor the field performance to detect similar events, should they occur.

Event description:
Medtronic received information that six years post implant of this bioprosthetic valve, severe aortic regurgitation (both paravalvular and central reported) with a cuspal tear, calcification and possible endocarditis was noted. A valve replacement procedure was performed where this valve was explanted and successfully replaced. Two days later, a procedure to replace the patient's non-medtronic left ventricular assist device (lvad) was performed. During the procedure, the patient expired. Additional information was received that partial dehiscence was suspected as was endocarditis. It was reported that the patient had presented to the hospital symptomatic. Re-operation was suggested; however, the patient declined. Once the patient presented again, the re-operation was more urgent in nature and the endocarditis had developed into sepsis. Additional information was received from the health care provider indicating that the cause of death was ventricular failure/cardiogenic shock and thrombosis of the ascending aorta (presumed due to low flow through the ascending aorta while on lvad). No autopsy was performed. The health care provider indicated that the explant didn't cause the death, but the death was related to severe aortic insufficiency. The explanted valve was returned for laboratory analysis.